Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by stomach pain. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient began treatment with injection reflin (1 gram, route, and frequency not reported), injection fortum (1 gram, route and frequency not reported) and injection vancomycin (1 gram, route and frequency not reported) for peritonitis. At the time of this report, antibiotic therapy was ongoing and the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.